Manufacturer narrative:
Additional information received on april 19, 2021 indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Coding was reviewed by a clinician on apr-27-2021, per clinician assessment, breast cyst removed and replaced with lymphadenopathy pc. Manufacturer¿s reference number: (B)(4). Pc lymphadenopathy.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, and a cyst. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 325 cc silicone prosthesis experienced spontaneous left sided rupture, and a cyst post procedure. The report indicates that the patient had an inflamed little ball under her armpit in her lymph. The ultrasound examination confirmed the rupture. As a result, patient scheduled for bilateral removal without replacements on (B)(6) 2021.